Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/12/2024. An investigation was conducted on 01/18/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the hot and cold jaws. No visual defects were observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Due to the detached state of the heater wire, no final testing could be performed. Based on the results of the evaluation, the reported failure "failure to cut" was not confirmed. The lot # 3000354604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not cutting/sealing even though the power supply was beeping indicating that power was being delivered. A new cord was tried and it still did not work. A new kit was opened to finish the case. No delay in procedure. No harm to patient.